Manufacturer narrative:
This is one of two complaints concerning the same patient with different adverse events. The documentation in this complaint file supports a probable association between the fresenius optiflux 180 dialyzer and the patient¿s reported thrombocytopenia, as it appears the patient was changed to a baxter exeltra 210 (date unknown) with no additional documented or communicated complaint(s). In rare cases, persons with hypersensitivity to the polysulphone membranes and/or e-beam sterilization are at risk for developing thrombocytopenia. Additionally the conclusion to the case study relates the polysulfone hypersensitivity as the cause of asymptomatic thrombocytopenia. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During a routine social media review of clinical publications a case study in the (B)(6) conference was presented entitled ¿thrombocytopenia associated with polysulfone dialyzer membrane.¿ the case study revealed this unidentified b)(6) male patient with end stage renal disease (esrd) utilizing hemodialysis (hd) for renal replacement therapy (rrt) was hospitalized (dates unknown) for a presumed catheter infection and experienced thrombocytopenia post-dialysis on (B)(6) 2017. During the course of the hospitalization (specifics unknown) the patient ¿grew pseudomonas aeruginosa¿ [source, results and date(s) unknown] at the catheter¿s exit site, and received piperacillin/tazobactum, vancomycin and cefepime [dosage(s), route(s) and duration(s) unknown] followed by catheter removal (date unknown). The patient¿s first ¿heparin free¿ hd treatment utilizing an optiflux 180 (polysulfone) dialyzer occurred on (B)(6) 2017. The pre-treatment platelet count was 235x103/l. The platelet count was rechecked on (B)(6) 2017 and was 107x103/l. The patient¿s second treatment occurred on b)(6) 2017 (captured in file c-(B)(4)). The pre-treatment platelet count was 187x103/l. The platelet count was rechecked on (B)(6) 2017 and was 85x103/l. Per the case study, ¿a presumption of heparin induced antibody was made due to prior use of heparin for deep venous thrombosis prophylaxis¿ and the patient was started on intravenous (IV) argatroban. Serum heparin induced thrombocytopenia antibodies and serotonin release assay (collection and results date(s) unknown) were negative, and the argatroban was discontinued. It was presumed the thrombocytopenia was allied with the use of a polysulfone dialyzer (optiflux 180), given the ¿see-saw¿ effect noted in the laboratory results. The dialyzer was changed to a cellulose based dialyzer, and as a result the thrombocytopenia continued to improve until normalizing. Normal platelet count results are 150x103/l to 450x103/l. Additional information has been solicited.

Event description:
"."

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the lot number is unknown and there is no record of the complainant being supplied the dialyzer through fresenius medical care.